Event description:
It was reported that during routine follow-up this pacemaker was found to be in safety mode. The patient was scheduled to undergo device replacement on (B)(6) 2026. It was not stated whether the device would be returned. No additional adverse patient effects were reported.